Manufacturer narrative:
The customer performed their own troubleshooting with the phone support of a beckman customer technical specialist and found air bubbles in the buffer syringe. The customer replaced the buffer syringe to resolve the issue. The customer confirmed the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results due to low anion gap values on their au480 clinical chemistry analyzer. The low results were not reported out of the laboratory. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.